Event description:
Customer reports to have difficulties rewinding pump. Assistance was given in rewind pump, but customer was not able to cock the mio infusion set. Customer's blood glucose was 557 mg/dl, which customer was not able to treat due to running out of insulin. Customer advised that she would monitor blood glucose and treat with syringe if needed. Customer also reports of being hospitalized from (B)(6), 2014 to (B)(6), 2014 with blood glucose of 750 mg/dl. Customer states that healthcare professional was not able to determine reason for hospitalization other than high blood glucose. Customer was advised that mio set would be replaced along with other sample infusion sets. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.